Event description:
Patient's grandmother was opening her own father's transport chair and flipped up the folding back of the chair. Her two year old granddaughter was standing on the opposite side of the chair. The child's finger was caught in the folding mechanism and was severed at the first knuckle. The initial reporter confirmed that there was no malfunction or manufacturing defect in this chair.